Event description:
It was reported that the pump of this inflatable penile prosthesis was not working properly; therefore, the component was removed and replaced. There were no patient complications reported.